Event description:
The patient reported they are having a lot of trouble setting their implant, they can't get it right, and they have been adjusting it and it doesn't stay. It was stated that the patient's nurse asked them to reset their numbers and it lasts for a day or two before shaking comes back. However, it was confirmed that the shaking has never really stopped from implant on (B)(6) 2016, and that it slows down but comes back. The patient was on group c on the left at 2.50 and increased to 2.55, and on the right they were on 2.60. The patient will contact their healthcare provider (hcp). Indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.